Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from a consumer regarding a trial patient with an external neurostimulator (ens) reported she was feeling sick to her stomach and feeling nauseous. The patient stated they were not sure if it was the antibiotics or the therapy. Additional information from a consumer on (B)(6) reported she was not terribly disappointed, but was not where she would like to be. Additional information from a consumer on (B)(6) reported they had not had a bowel movement since the leads were inserted. There were no further complications that have been reported as a result of this event.